Event description:
It was reported that the patient received inappropriate high voltage therapy by their right ventricular lead, most likely due to noise over-sensing. No further information was received.

Event description:
New information received indicates the patient's implantable cardioverter defibrillator and right ventricular lead exhibited noise over-sensing resulting in inappropriate therapy being delivered. Both devices were explanted and replaced. The patient's status was unknown.